Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their enlite sensor alarmed sensor error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed the customer was asked to remove the sensor the customer stated the sensor seems to be shorter. The sensor will not be returned for analysis.